Manufacturer narrative:
This is a follow-up to the orginal medwatch report. It was originally reported that the safari guidewire would be returned for analysis; however, after multiple requests to have the product returned no product return updates have been received. The end user did provide lot traceability for the safari2 guidewire used in this case. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the complaint narrative, "they were able to unsheathed the lotus, re-sheath it and then yanked on the wire" as indicated in the device instructions for use (dfu) warnings section, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery." The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Manufacturer narrative:
The product is expected to be returned for evaluation but had not been received at the time this medwatch report was submitted. The end user did provide lot traceability for the safari2 guidewire used in this case. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the complaint narrative, "they were able to unsheathed the lotus, re-sheath it and then yanked on the wire" as indicated in the device instructions for use (dfu) warnings section, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery." The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: it was reported that: the safari wire got locked up in the device which was a lotus edge 25 towards the end of the procedure and eventually they were able to unsheathed the lotus, re-sheath it and then yanked on the wire. They were able to get it out. The wire was stretched on itself and came uncoiled. No patient complications. Patient was fine. They completed as normal procedure, the valve already been deployed. This happened at the end of the procedure when they were removing the device.